Event description:
It was reported that the external pulse generator (epg) suddenly powered off and pacing failure occurred during use on the patient in the intensive care unit (ICU). The patient was also reported to have own pulse. Another epg was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that during operational testing the unit shut down after 8 days of continuous operation as opposed to the expected 12 days. The main printed circuit board (pcb) assembly will be replaced prophylactically. (B)(4).